Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer was tired and had a dry mouth. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. The customer treated his blood glucose level by changing the site and bolused using the insulin pump. The device was not returned.